Manufacturer narrative:
B3: the event date is approximate. Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that a philips sonicare brush head exploded into two pieces. No injury was reported. A potential choking hazard was identified.